Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-18 (B)(4) (hcp, rep); on (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (4 mg/ml, unknown dose) and bupivacaine (12 mg/ml, unknown dose) via an implantable pump for spinal pain. It was reported the patient called the clinic to inform them that they were experiencing withdrawal symptoms and increasing pain. This was the second time the patient had experienced withdrawal symptoms since (B)(6) 2020. It was noted that the patient does take oral opioids in addition to their pump. A dye study was conducted and confirmed patency in (B)(6). The pump was interrogated upon patient reported withdrawal symptoms and no alarms were seen. These events were early (B)(6) and early (B)(6). The patient had not received a pump refill since replacement, so the pump was refilled last week. At the refill, the provider and patient decided a full system replacement was preferred. The resolution was unknown at the time of this report. Surgical intervention was planned, but not scheduled. The patient's status was alive - no injury.

Manufacturer narrative:
Product ID 8784 lot# serial# (B)(4).implanted: (B)(6) 2019, explanted: product type catheter product ID 8780 lot# serial# (B)(4). Implanted: (B)(6) 2013, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-20, additional information was received from the manufacturer representative (rep). The cause of the patient's withdraw al symptoms and increased pain was requested. The rep stated, "upon pump interrogations, there are no active alarms and the catheter was identified as functioning with no breaks or tears at the dye study. The patient had not received a refill since the replacement in december, so there is some thought that the pump drug may have lost efficacy. The patient received a drug refill last week." The rep was asked when the system replacement was scheduled. The rep stated, "the patient is waiting three months to assess if a more frequent drug refill cycle will help prevent withdrawal episodes. At the next refill visit, a decision on need for a full system replacement will be made." On (B)(6) 2020, the patient called the rep. The patient was in the emergency room with another episode of withdrawal symptoms. The pump was interrogated and there were no active alarms. The managing provided was notified.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(6) 2020. It was reported that the patient experienced another withdrawal episode on (B)(6) 2020 and again on (B)(6) 2020.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)), the implantable catheter (s/n (B)(6)) and the other implantable catheter (s/n (B)(6)) found no significant anomalies which impacted infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep reported no further actions had been taken to determine the reason for the withdrawal. The managing physician had been notified that the patient was in the emergency room. The office was actively seeking insurance approval to replace the entire system since all diagnostic measures available had been explored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-jun-2020 from a healthcare professional (hcp) via a company representative who reported that the patient was in the ER (emergency room) with another withdrawal episode and at this point the patient wanted to have their full system replaced. The pump was delivering the dilaudid at 260 mcg/day. There had been no volume discrepancies and a contrast study did not show any issues. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the device system was explanted. No further complications were reported/anticipated.